Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This is a patient involved event. The device was used during an alleged sca in a (B)(6). CPR was performed by bystander prior to switching on the AED. It was reported that a shock was delivered. Information received by the end user suggests that device did not perform as expected during the alleged sca. A low battery prompt was noted upon reviewing the saver evo data post event. The patient did not survive.